Event description:
It was reported that the patient had been experiencing issues with their controller and that when delivering a bolus via the pod, they would later discover that the bolus had not been delivered. The patient would only notice that the bolus did not go through when their blood glucose levels were elevated or over 400 mg/dl. Their a1c was reportedly ¿through the roof¿. Regarding the connectivity issue between the controller and dexcom g7 sensor, the sensor was losing connection for days at a time despite troubleshooting efforts. Duration of pod usage was not reported. No error messages were displayed on the screen, however ¿high¿ alerts were received. No treatment details were provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.